Manufacturer narrative:
The distal shaft of the ace 064 was stretched approximately 16.0 cm from the distal tip for approximately 20.0 cm in length. The complaint has been evaluated. The complaint indicated that after multiple attempts of aspiration, the ace64 successfully removed the target thrombus, but then became stuck in another manufacturer's balloon guide catheter and was difficult to remove. Evaluation of the returned device revealed a stretched distal shaft. This type of damage typically occurs due to improper handling during use. If the device is retracted with force against resistance, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace64). During the procedure, the physician met difficulty when removing the ace64 through another manufacturer's balloon catheter after multiple passes. The procedure successfully continued using a new ace64. There was no report of an adverse effect on the patient.